Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent deployment of the stent occurred. During the preparation of a 10x42x75/ 7f wallstent rp endoprosthesis, the stent fell off the catheter. The device never entered the patient's body and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: the delivery device was not returned for analysis. The stent was returned in a glass container. The investigator identified no issues with the profile of the stent. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that inadvertent deployment of the stent occurred. During the preparation of a 10x42x75/ 7f wallstent¿ rp endoprosthesis, the stent fell off the catheter. The device never entered the patient's body and the procedure was completed with another of the same device.